Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: customer has stated that the product worked properly, but I-flow will conduct an eval on the return unit once it is received. A follow-up report will be filed when the investigation has been completed. Although the sample has not been received for investigation and eval this product is under recall.

Event description:
Drug/diluent: nacl 0.9%. Fill volume: 400 ml. Flow rate: 14.0 ml/hr. Procedure: unk. Cathplace: unk. B. Braun customer indicates the pump ran too fast. Pt contact; unsure medical intervention : unsure.